Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a tf tavr with a 26mm sapien 3 ultra valve in the aortic position, prior to valve delivery, the team attempted to inflate the delivery balloon and contrast extravasated from the balloon catheter. Following valve alignment, the team noticed the pusher was not against the valve. They attempted to unlock and pull the balloon catheter back to "marry" the valve with the pusher and met significant force but were able to have the valve finally aligned. Once they crossed the valve, the team attempted to deploy the valve and upon inflation of the contrast they noticed the valve did not expand and fluid was seen leaking out of the handle of the balloon catheter. The team elected to remove the valve, delivery system and esheath as a whole and a new system was inserted and deployed without difficultly.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image evaluation was performed on imagery provided of patient's anatomy and the following was observed: no abnormalities seen in the abdominal aorta, access vessels showed some degree of tortuosity. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the device history records and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "following valve alignment, the team noticed the pusher was not against the valve. They attempted to unlock and pull the balloon catheter back to "marry" the valve with the pusher and met significant force but were able to have the valve finally aligned'. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The exact cause of tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported. Additionally, if valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of "diving" (thv becoming unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (high alignment forces) may have contributed to the complaint event. As reported, "once they crossed the valve, they attempted to deploy the valve and upon inflation of the contrast they noticed the valve did not expand and fluid was seen leaking out of the handle of the balloon catheter". As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact nature and cause of the leak is unknown. If the balloon shaft is pulled far enough past the warning marker or the fine adjust wheel is reset, it can expose the proximal stop sleeve joint to potential bending. At a bend angle of 20 degrees or more, a break in the joint may occur. Per the training manual: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Check delivery system before valve alignment. If kinked, do not use. The warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker it was reported that operators met significant force after unlocking the device when trying to align the valve. As such, it is possible that excessive manipulation from pulling and bending the balloon shaft resulted in the break in proximal stop sleeve joint and subsequent leakage. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.